Manufacturer narrative:
Patient age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in mildly calcified superior femoral artery. A 5.00mm/2.0cm/135cm 2cm peripheral cutting balloon was selected for dilatation of the target lesion. During the procedure, the balloon ruptured at 12atm. The device was simply pulled out from the patient and the procedure was completed with another of same device. No complications reported and patient's status after the procedure was stable.